Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There are no other complaints in the lot. (B)(4).

Event description:
A facility representative reported that while a surgeon was advancing an intraocular lens (iol) in a cartridge during a lens implant procedure, the cartridge split. It was observed through the microscope. The viscoelastic was put into room 45 minutes prior to surgery. The room temperature was 68f. Another lens and cartridge was used and there was no harm to the patient.

Manufacturer narrative:
The used cartridge was returned for evaluation. There is inadequate viscoelastic observed in the cartridge. The tip has a split on the bottom right. The cartridge has evidence that is placed into a handpiece. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified lens and viscoelastic. The reported cartridge damage was observed. The root cause may be related to a failure follow the dfu. An inadequate amount of viscoelastic was observed. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. This type of damage typically occurs if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; or if the handpiece plunger is not positioned correctly at the trailing optic edge. If the handpiece plunger is not positioned correctly at the trailing optic edge it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. The manufacturer internal reference number is: (B)(4).